Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comments that the epg had a broken connector and an issue with the display screen. It was noted that the output connector assembly was broken and the liquid crystal display (lcd) was bleeding. It was further noted that there was a backlight issue; connector on main printed circuit board (pcb), upper case was broken, lock button was flat (out of specification mechanical), keypad was delaminated, encoder assembly was contaminated, four knobs were contaminated, lower case was broken, battery wires were pinched, wire insulation not compromised, main world label was missing, main seal was broken, display wires were pinched, wire insulation not compromised and display frame was contaminated. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the connection port for the atrial lead of the external pulse generator (epg) was broken and there was an issue with the display screen. There was no patient involvement.